Event description:
Call from reporter, stating med had been mixed and placed in cassette; however, the med ran out of the bladder into the plastic outer shell when cassette turned upward. New cassette mixed with no further problems. Explained anytime the med can run out the cassette it is not usable and the wasted meds will be replaced with reorder.